Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
On (B)(6) 2019 the user's parents came into the clinic and reported that their child stopped responding to any sounds since (B)(6) 2019. The recipient has been re-implanted.

Event description:
On (B)(6) 2019 the user's parents came into the clinic and reported that their child stopped responding to any sounds since (B)(6) 2019.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2019 the user's parents came into the clinic and reported that their child stopped responding to any sounds since (B)(6) 2019.